Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged hospitalization and surgery were related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. The reason the patient underwent surgery and the type of surgery is unknown. The patient has a diabetic heel wound with osteomyelitis prior to initiating v.a.c.® therapy as well as other multiple comorbities. Kci has made multiple unsuccessful attempts to obtain additional clinical information. Device labeling, available in print and online, states: precautions the v.a.c.® therapy system will not be effective in addressing complications associated with the following: untreated or inadequately treated infection. Cellulitis of the incision area. Indicators of ineffective therapy minimal changes in wound size when there is little or no change in the wound for one to two consecutive weeks, and patient compliance, technique and underlying co-morbidities are not the cause, the following may be useful: cut the foam slightly smaller than the wound edges for wounds with little depth, to enhance inward epithelial migration. Do not allow the wound edges to roll downward during v.a.c.® therapy. Deterioration of the wound if a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance / expertise of a specialist: if available on the therapy unit, check the therapy history log to ensure that the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. Clean wound more thoroughly during dressing changes. Evaluate for signs and symptoms of infection and, if present, treat accordingly. Change dressing often, ensuring that it is being changed at least every 48 hours. Examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base. Foot wounds: for wounds on the plantar surface or heel of the foot, it is best to use a bridging technique to ensure that additional pressure is not applied as a consequence of placement of the tubing and/or sensat.r.a.c.¿/t.r.a.c.¿ pad. This involves using the foam to allow placement of the sensat.r.a.c.¿/t.r.a.c.¿ pad or tubing on the dorsum of the foot (consider use of the v.a.c.® granufoam¿ heel dressing).

Event description:
On (B)(6) 2020, the following information was reported to kci by the patient: the patient was admitted to hospital for his wound and allegedly underwent surgery (type unknown) on (B)(6) 2020. On 28-jul-2020, the following information was reported to kci by the health care provider: on (B)(6) 2020, the activ.a.c.¿ ion progress¿ remote therapy monitoring system was discontinued. The wound measurements from (B)(6) 2020 noted a 2.5 cm increase in the wound's width from previous measurements recorded on (B)(6) 2020. There was no change in the wound's length and the depth decreased by 1 cm. The clinical report noted under outcome of therapy "therapy goal achieved adequate granulation tissue formation." No additional information available. A device evaluation of the activ.a.c.¿ ion progress¿ remote therapy monitoring system is currently pending completion.

Manufacturer narrative:
Section h3: other (code unspecified, describe in h10): the device was not returned to kci after multiple attempts. Based on device information available, kci's assessment remains the same; it cannot be determined that the alleged hospitalization and surgery were related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. Kci made multiple unsuccessful attempts to retrieve the device; therefore, a device evaluation could not be performed.

Event description:
On 25-jun-2020, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. On (B)(6) 2020, the device was placed with the patient. Several unsuccessful attempts have been made to retrieve the device, therefore, a device evaluation could not be performed and the event logs could not be reviewed.